Event description:
The customer reported that when testing a low dose vmat plan, it was observed that the stop angle did not match with the prescription.mosaiq did not show any error or warning. The first time the difference between the prescribed and delivered angle was 7.8 degrees.

Manufacturer narrative:
This issue only occurs on vmat low dose plan which the customer was running as an artificial beam. Clinical use is not affected.this event did not occur during patient treatments.the manufacturer's investigation is ongoing. Initial review determined that for the scenario reported the risk was low, however further investigation is required in order to understand the implications on all use. Further details will be provided in the next report, expected by 5th august 2015.

Manufacturer narrative:
The manufacturer concluded in their final investigation report that the problem was reproduced locally and analysis showed that the system delivers the prescribed dose before it could complete all the control points due to a small dose rounding error in each segment. These small rounding errors become significant in the 50mu plan because it has a very large number of segments each delivering only 0.3mu. An equivalent 50mu beam created from a small number of segments would deliver as expected. Testing conducted at the manufacturer concluded that the worst case scenario of dose imbalance by using a beam in this way clinically would be ~ 1mu, as such the dose imbalance is seen as being clinically insignificant so the severity is judged to be minor. The manufacturer's clinical product specialists concluded that there is a very low possibility that a full vmat arc with so many control points and so few monitor units would be used clinically. This type of beam with so many control points and few monitor units would not be clinically used. The clinical impact of this issue from a dosimetry perspective is very minor and the problem does not occur with more clinically representative beams. Along with the fact if such a plan is used clinically, it is normally expected to perform some physics qa before treatment to ensure the plan is within acceptable dosimetry and movement tolerances. Therefore, it is possible to notice that gantry does not reach the prescribed stop angle prior to the clinical use of this beam. So, the resulting likelihood of harm is improbable. This combined gives a risk assessment of an acceptable risk. The manufacturer has raised 3 defects as suggestions for improvement that would address this issue in a future release: beam does not terminate abnormally when the number of actual control points used in the delivery is not same as the number of prescribed control points. Low dose rate, high control point vmat beam does not terminate abnormally even when gantry is out-of-tolerance dose rounding errors in the steps causing vmat plan to delivery all the prescribed dose prematurely. These are suggested improvements for the control software so there is not currently a target for implementation. No further investigations are planned. The manufacturer is not aware of similar incidents with this type of medical device with a similar root cause.

Event description:
The customer reported that when testing a low dose vmat plan, it was observed that the stop angle did not match with the prescription. Mosaiq did not show any error or warning. The first time the difference between the prescribed and delivered angle was 7.8 degrees.